Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient got 4 screws implanted on l5-s1 to treat a grade I symptomatic isthmic spondylolisthesis when adolescent. After some months, the segment appeared as fused on scanner. However patient practices ski jumps at competition level and felt discomfort with the implants. On radiography performed later on, one s1 screw appeared as broken at the level of the neck of the shank (bottom of screw head). Upon removing implants, both s1 screw necks were broken. Surgeon believes this is a due to the extreme constraints that the ski jump supposed on the implants. Patient consequence?: yes. Patient consequence description:the patient was feeling the implants and this created some discomfort. Action taken for procedure:removal of implants. Surgeon decided to leave the broken shafts in s1. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.